Event description:
Wire that is inside the tip of the robotic mega suture cut needle malfunctioned. There was no harm or retained item to patient. Instrument removed from field and replaced with a new instrument.